Event description:
It was reported that patient underwent a knee revision procedure on (B)(6) 2012. Subsequently, the patient developed an infection. There has been no other revision procedure reported to date. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 7 of 9 mdrs filed for the same event (reference 1825034-2012-01429 / 01437).